Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. There was no impact to the customer's blood glucose level due to the reset. The customer declined assistance loading a new cartridge and resuming insulin. Additionally the customer reported an elevated blood glucose (bg) level that day (340 mg/dl). The customer delivered a correction bolus via the pump to address elevated bg level. The customer stated the cause for the high bg level was unknown but believes it was related to the pump in some way. The customer declined troubleshooting with tandem technical support and stated they would change out supplies instead.